Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited a diagnostics anomaly, possibly due to electromagnetic interference exposure at the time of a cardiac catheterization procedure. The device was reprogrammed and remained implanted.